Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting off. Additionally, it was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.